Event description:
While treating a child with the model 3100a, an operator reported the mean airway pressure (map) would drop several cmh20 and trip an alarm. This scenairo was reported to have occurred 5 times during an 8 hour shift. The pt was placed on another 3100a without any compromise being reported.